Event description:
A customer contacted baxter's technical service center regarding accidentally becoming disconnected in dwell 1. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The hp would restart with new supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Patient stated he accidently disconnected from the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.